Manufacturer narrative:
Product event summary: analysis confirmed the reported event, not able to interrogate and uplink functional tests failed due to the cable being out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when interrogating device, programmer head will quit working while in the middle of followup. Possible programmer head problem or hardware issue suspected. The programmer and programmer head were returned for repair. No patient complications were reported as a result of this event.